Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿ do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the single use 3-lumen sphincterotome v wire is torn. The issue was found during an unspecified procedure. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
The device will not be returned to olympus for evaluation, the product was disposed of at the customer site. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.